Event description:
It was reported that the ilet pump was dropped and the screen cracked, resulting in a nonresponsive display and loss of usability; a replacement pump was arranged, and glucose readings remained accessible through the connected cgm application. Symptoms included no reported clinical effects. Outcomes included no impact on health status and no alerts or alarms reported. Investigation included complaint intake review and verification of device use conditions through user report. Investigation of this case revealed physical damage to the device display consistent with accidental impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing or design issue.